Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a calibration failure. No other details regarding the nature of event were provided. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.